Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: a visual analysis of the photographs identified red tissue, brown particulate material on the shell and an opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported "grade IV caps contracture, extra cap. Rupture inferior lateral + anteriorly superiorly."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6a, h.6.